Manufacturer narrative:
The impella device was not returned for evaluation. However, upon completion of the investigation, a supplemental report will be submitted.

Event description:
The user facility reported a patient with cardiomyopathy was on an impella for mechanical circulatory support. During support, the pump stopped and was able to be restarted. The pump was implanted for more than 14 days. It was reported that the patient survived the procedure.

Manufacturer narrative:
This complaint has been identified as part of a retrospective review. Due to the limited clinical information and lack of available data/product the root cause of this investigation is not determined.